Manufacturer narrative:
There was no button error alarm during testing. However, the insulin pump had an intermittent down button response due to corroded keypad traces. The pump had a minor scratched lcd window, a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose was 198 mg/dl. Customer stated that he was awoken from his sleep with a button error alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.